Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a vertically placed cup, cup loosening and squeaking in the hip. The liner was noted to have been fractured and scratches found on it once removed. It was also noted that the patient had fallen several times since implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. Review of the fractured liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records and x-rays were reviewed. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.